Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. The device was used in an artery with moderate calcification. Per the starclose se instructions for use under precautions: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Reportedly, after achieving hemostasis bilaterally with starclose se devices, an attempt was made to repuncture the moderately calcified left common femoral artery with an antegrade puncture distal to the successfully deployed clip to perform a lower leg procedure. Ultrasound was used to monitor the location of the clip. After several attempts the patient complained of numbness in the left leg. There was no blood flow distal to the first access site in the left common femoral artery. An unsuccessful attempt was made using a radial artery access to cross the occlusion in the left common femoral artery. The patient was turned over and a retrograde popliteal access was established. A guide wire was used to cross the area of occlusion. The occlusion site was dilated and blood flow was restored to the leg. The physician stated that the starclose se clip was properly placed and the occlusion was plaque that was shifted distal to the starclose se clip during the unsuccessfully attempted second, antegrade puncture. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy: per the instructions for use- do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.